Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called back to follow up with troubleshooting for no delivery alarm. It was reported that customer's blood glucose was 424 mg/dl, which was treated with manual injection. Customer was able to resolve no delivery with a complete set change. Customer discarded supplies and was not able to send back for failure analysis.